Manufacturer narrative:
The inflation device remained on neutral pressure during delivery of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure an attempt was made to use one resolute onyx rx coronary drug eluting stent to treat a moderately tortuous and highly calcified lesion within the saphenous vein graft exhibiting 95% stenosis. There were no abnormalities in relation to the anatomy. There was no damage noted to packaging. There were no issues noted when removing device from the hoop. The device was inspected with no issues noted. Negative prep was not performed. The lesion was pre dilated. The device did not pass through a previously-deployed stent. Excessive force was not used during delivery. It was reported that the stent was attempted to be delivered to the lesion. It would not cross and upon removal from the artery the stent edge caught on the edge of the guide catheter and sheared off and dislodged. It was noticed immediately and the stent was snared and removed successfully with no patient injury.

Manufacturer narrative:
Product analysis summary: the stent was not present on the balloon and did not return for analysis. Crimp impressions were visible on the exposed balloon surface. The balloon folds remained intact. The inner lumen could not be verified with a 0.015 inch mandrel most likely due to hardened blood in the guidewire lumen. If information is provided in the future, a supplemental report will be issued.